Event description:
On december 11, 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had missing segments. The medical affairs specialist (mas) mailed a letter to the patient on december 13, 2006, since she could not be reached by telephone on two separate days. On december 7, 2006, the patient attempted to test her blood glucose at an unspecified time using the reported meter. However, the result obtained by the patient had missing segments. She was unable to decipher what the actual result was because of the display issue. At the time of concern, the patient had symptoms of feeling "itchy and hot." The patient then waited until 8:30 am, the same day for her daughter-in-law to arrive home. When she got home, the patient borrowed her daughter-in-law's meter and got a result of "368 mg/dl." The patient administered self-care by drinking water to try and lower her blood glucose. At 11:00 am, the patient decided to visit her doctor for an unspecified reason. The patient was treated with insulin (unknown type and dosages) and stayed in the hospital until her blood glucose level came down. It would have been helpful to know the following information: when the meter issue started, when the symptoms started, and what her last successful blood glucose result was. In addition, it would have been helpful to know what the patient's blood glucose level was in the doctor's office, what her medication regimen is, and if she was following the regimen before and during the time of concern. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient was unable to obtain a legible reading on the reported meter because of the missing segment issue. The patient had symptoms of feeling "itchy and hot." She tested on another meter and go a result of "368 mg/dl." The patient was taken to a hospital where she was given insulin treatment until her blood glucose level was decreased.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.